Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, a cuff miss [suture-retrieval issue] occurred with the first proglide device. Then, while attempting to insert a second proglide device onto the 0.035" guidewire, the device caused the guidewire to kink, and the device was unable to be advanced onto the guidewire. The physician also commented that the proglide sheath is too flimsy for a patient with a pannus. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible during insertion an interaction with the anatomy due to the angle of insertion or vessel angulation or anatomical interaction occurred, causing possible damage to the gw, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.